Manufacturer narrative:
(B)(4).

Event description:
It was reported that in june, the ventricular lead exhibited high impedance. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information indicated no action was taken to resolve the issue.